Event description:
During laparoscopy, surgical gastric bypass - endo stitch suturing devices did not work. Two additional devices of same type opened and did not work. The devices would not catch the endo stitch.